Event description:
It was reported that the arctic sun device has a water-cooling malfunction. Per review of wo on 25sep2024, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller pump. Dfmea ra2800010, revision 23 was reviewed for this investigation. The reported event is addressed in step/item #s ra103. The fmea attempts to predict the worst-case severity. The severity/effects of this complaint were addressed within the fmea. Potential root causes were identified and reviewed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, e, f, h the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has a water cooling malfunction. Per review of wo on 25sep2024, there was no patient involvement. Per follow up information received via email on 03oct2024, they repaired the device on the customer site. The issue was cooling malfunction. They replaced a chiller pump dc, and the issue was resolved.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section e: initial reporter phone: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has a water-cooling malfunction. Per review of wo on (B)(6) 2024, there was no patient involvement. Per follow up information received via email on 03oct2024, they repaired the device on the customer site. The issue was cooling malfunction. They replaced a chiller pump dc, and the issue was resolved.